Event description:
The initial reporter received a questionable elecsys troponin I stat immunoassay (troponin I stat) result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. The result was questioned by the emergency room (ER) physician, prompting the rerun of the patient sample on their other e 602 module. The initial result from the module was 0.333 ng/ml. The repeat result from the other module was <0.301 ng/ml with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 703941. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by the measuring cells (mc) and a cracked sipper syringe. On the fse's first service visit, he replaced the measuring cells, pinch tubings,syringe seals, and the expired probe wash; cleaned all probes, mixing paddle, incubator, rinse stations, card cage, and fan filters. On the fse's second service visit, he replaced the cracked bodies of the sipper syringes and ran multiple system air purges, system primes, system volume checks, mc preparations, instrument adjustments, blank cell calibration, and mechanical checks. He noted that the gripper sent an alarm during operation and found the gripper¿s screws were becoming loose. He then adjusted and tightened the gripper screws; cleaned and lubricated the magazine shaft and the gripped guide rail/linear bearing; performed multiple gripper checks and reran the remaining measuring cell tests needed. He verified that the module was performing within specifications. The customer performed calibrations and qcs with acceptable results. The investigation reviewed the last calibration performed on 18-dec-2023; the results were within specifications. The investigation reviewed the qc data. For qc level 1, the expected mean was 0.68; on 09-jan-2024 at 6:48 am, the mean was 0.755 and on 09-jan-2024 at 5:30 pm, the mean was 0.792. For qc level 2, the expected mean was 14.5; on 09-jan-2024 at 6:48 am, the mean was 14.45, and on 09-jan-2024 at 5:30 pm, the mean was 14.16. The investigation reviewed the alarm trace; the trace had multiple abnormal aspiration alarms that indicated poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.